Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, removal difficulties and a stent dislodgement occurred. The 100% stenosed, totally occluded, non-calcified lesion was located in the tortuous left superficial femoral artery (sfa). Contra-lateral access was obtained and another manufacturer's 6fr up-and-over sheath was placed. Another MFR's 0.035 x 260cm guide wire was placed and a wanda 3.0mm x 40mm balloon catheter was advanced for pre-dilatation of the lesion. Following pre-dilatation, the wallstent 8mm x 38mm x 75cm stent delivery system was advanced but was unable to cross the lesion. Upon attempting to withdraw the stent delivery system, the catheter became stuck on the guide wire. To remove the device, the physician applied force to the stent delivery system, however, the outer sheath retracted and the stent dislodged from the stent delivery system outside the patient. A wallstent 6mm x 36mm x 75cm and wall stent 8mm x 38mm x 135cm were used to successfully complete the procedure. No patient injuries or complications were reported. The pt's status is reported as "good".

Manufacturer narrative:
.